Manufacturer narrative:
A visual examination of the returned device revealed that the stent flap was bent. The suture was broken and separated from the push catheter. The suture hole was torn toward the distal end of the push catheter. The guide catheter was stretched and broken into 2 pieces. The distal portion of the guide catheter remained in the push catheter and could not be removed. The distal portion of the guide catheter revealed kinks and suture ligature marks. There was no damage to push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown.although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, physician met resistance as the guide catheter was retracted for stent deployment. The guide catheter became stuck on the guidewire, the suture tore, the guide catheter broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, physician met resistance as the guide catheter was retracted for stent deployment. The guide catheter became stuck on the guidewire, the suture tore, the guide catheter broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.